Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidopexy procedure, a component disengaged, the device was difficult/ unable to load. The anvil fixed with centre rod but while closing the doctor reported that it was detached from centre rod. The surgical time extended 30 minutes or more due to the product problem. Another device was used to complete the case. There was no patient injury.